Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced unexpected collapse or drop or unintended cot lowering or cot dropping to lowest position. There were 2 events with patient involvement no adverse consequences were reported.

Manufacturer narrative:
The device that was evaluated in the field, the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 4 to 3. The one device pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Section h codes have been updated to reflect this. Upon completion of the investigation on one of the devices; it was determined that it was not experiencing the issue unintended cot lowering or dropping; no tip (cot drop). The count of events has been corrected to reflect this from 3 to 4.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced unexpected collapse or drop or unintended cot lowering or cot dropping to lowest position. There were 2 events with patient involvement no adverse consequences were reported.